Manufacturer narrative:
The pacemaker and the lead were not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of the pacemaker and the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A standard final electrical test performed for the pacemaker documented proper device behavior. The provided data were studied extensively. The statistics and diagnostic data of the pacemaker documented a sudden increase in the right-ventricular bipolar measured impedance from 585 to 1209 ohm on (B)(6) 2019. The data also show an increase in the pacing rate to 100 percent and the detection of an unstable pacing threshold from the same time on. As a consequence of the detection of the unstable pacing threshold, the pacemaker set the pacing amplitude automatically to the safety value of 4.2v to ensure sufficient patient care. The simultaneous sudden increase in the impedance and the pacing rate, as well as the detection of an unstable pacing threshold indicate that the patient died in this time period. In addition, a chronically dropping sensing amplitude since (B)(6) 2019 could be detected. The measurement values were, however, all within the specified range. The cause of the chronic drop cannot be explained technically, which is why a clinical cause is assumed. All other measurement values before (B)(6) 2019 show no anomalies. Based on the available data, the cause for the patients death cannot be determined. However, there were no indications of a malfunction of the pacemaker or the lead.

Event description:
The pacemaker was implanted in (B)(6) 2019. It was reported that the patient died. Cause and date of death are unknown. Should additional information become available, this file will be updated.